Event description:
Patient was revised to address osteolysis, suspected metallosis, and pain. Discolored tissue was found. Update rec'd 8/13/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no new additional information that would affect the outcome of the MDR decision. Update 6/25/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, osteolysis and increased metal ions. There was no mention of any metallosis. No labs were provided for the elevated metal ions. The stem is being added to the complaint. The complaint was updated on:7/17/2015.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 2/18/1-pfs and medical records received. After review of the medicalr records for MDR reportability, lab values confirmed the elevated metal ion levels. There is no new additional information that would affect the existing investigation. The complaint was updated on:3/4/2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/1/16- pfs and medical records received. Pfs and medical records reviewed. Pfs reported prosthesis failure, metal poisoning, constant limp, loos ob bone tissue, muscle fatigue, constant pressure on left leg related to unstable prosthesis, groin pain, catching and clicking, increase loss range of motion. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(4) 2016.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.